Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion and experienced multiple downstream occlusion alarms. The drug involved was piperacillin-tazo. It was unknown if a patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 03/03/2025 which was listed in the original report). Additional information: b3/d10, h6, h11. H11: a review of the event history log identified a secondary infusion of piperacillin-tazobactam was programmed to infuse and downstream occlusions was revealed on the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.